Manufacturer narrative:
Submit date: 2018-01-15. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump is not holding the history. The unit would show the volume delivered on the run screen during and after delivery but it never appeared in the history section even well after one hour had passed. The feed history was never stored. It was always 0 no matter how much had been delivered or how long it had been since the delivery. There was no patient involvement in this report.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the battery is not holding the charge and not holding the history.¿ the unit was triaged and the customer¿s reported condition was confirmed. The potential root cause is the use of an unauthorized power adapter by the user. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.